Event description:
Additional information was obtained. Three days later, this lead dislodged again. A revision procedure was performed. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that two days post implant, this atrial lead displayed loss of capture was was found dislodged. The device was reprogrammed to avoid atrial pacing until the revision procedure. A revision procedure was performed. This lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Visual observation revealed the helix was extended. Dried blood was noted throughout the helix mechanism and in the lead lumen. A cut was noted in the insulation at 204-206 mm from the terminal pin, likely due to the removal of the suture sleeve. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.